Event description:
It was reported that during an attempted implant, the physician experienced difficulty inserting the stylet into the right ventricular (rv) lead. Once successfully placed, the rv lead exhibited post shock oversensing noise. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd2357-40q ICD implanted: (B)(6) 2014. (B)(4).